Manufacturer narrative:
Section d9: corrected. Manufacturer¿s investigation conclusion: incidental findings: the device was reported to have sustained a tear in the outer jacket of the black power cable. In the area of the observed jacket damage, the layers of the cable were removed. No damages to the internal wires were noted; however, fluid ingress was observed within the power cable assembly. The reported event of a driveline power fault alarm was confirmed; however, the root cause of the alarm was suspected to be related to the returned modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The reported events of a no external power alarm and a driveline disconnect alarm were able to be confirmed by review of the submitted and downloaded log files from the returned heartmate 3 system controller (serial number: (B)(6)). The event log files collectively contained approximately 3 days of information (19nov2024 to 22nov2024 per timestamps). At 19:14:30 on 20nov2024, a no external power alarm activated due to both power cables being simultaneously disconnected from external sources. Shortly later that day at 19:15:05, a driveline disconnect alarm was observed. The driveline disconnection appears to be associated with the provided information that the patient panicked while trying to exchange their controller, and accidentally disconnected the modular cable. The driveline was observed to be reconnected at 19:15:22. External power was observed to be restored at 19:15:44, and the pump then resumed operation as expected. The driveline was disconnected from this controller at again at 13:38:56 on 22nov2024, which is consistent with the exchange of the modular cable and controller. The returned system controller was functionally tested alongside known working test equipment, and was found to perform as intended. The root cause of the no external power alarm was determined to be user error, in disconnecting both power cables simultaneously during an attempted controller exchange. The root cause of the driveline disconnect alarm was also found to be user error, in not following the appropriate procedure for a running system controller exchange. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Instructions are provided for exchanging a system controller when either one or two power sources are available for use. In both scenarios, the controller connected to the driveline is also connected to at least one external power source. The heartmate iii patient handbook, rev d section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault, driveline disconnect, and no external power alarms. The heartmate iii patient handbook, rev d section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 patient handbook, rev. D section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced a yellow wrench alarm on (B)(6) 2024. The alarm was confirmed in clinic to have been a driveline fault alarm. The patient reported they had attempted to switch out batteries and to the mobile power unit with no resolution of alarm, thus calling 911. During this, the patient attempted to change out their system controller but disconnected from their modular cable connection and panicked. Not understanding how to reconnect to their new controller, they inserted their modular cable back together. The patient remained on their current controller and no further driveline faults had occurred. Log files were submitted for review. The event log displayed driveline power fault alarms beginning on (B)(6) 2024 between 6:56 pm - 7:15 pm. The modular cable was momentarily disconnected for approximately 22 seconds with lvad_off alarms. The modular cable was reconnected at 7:15pm with no further alarms as mentioned. The event log displayed multiple strings of driveline_power_fault/ (f5) pwr_b_broken alarms beginning on (B)(6) 2024 as mentioned. The event log displayed driveline_power_fault / power_cable_disconnect / no_external_power / lvad_off alarms due to a disconnect of the driveline at the modular cable connector by the patient. The driveline_power_fault/ (f5) pwr_b_broken alarms resolved on (B)(6) 2024 however the event log displayed a few intermittent (f5) pwr_b_broken event flags on (B)(6) 2024 through (B)(6) 2024. It was later reported that alarms had resolved after modular cable and system controller exchange. Patient was stable and sent home.